Event description:
The customer reported the system would not perform fluoroscopic x-rays. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the filament driver boards. The system operates as intended.